Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and anaemia ("anemia"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy and bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and anaemia outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, anaemia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: the coil was deployed with approximately 3 coils visible within the endometrial cavity. The coil was placed anyway and there are approximately 6 coils visible within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral occlusion. Lot number: b40022 manufacture date: 2013-06 expiration date: 2016-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and anaemia ("anemia"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy and bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and anaemia outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, anaemia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: the coil was deployed with approximately 3 coils visible within the endometrial cavity. The coil was placed anyway and there are approximately 6 coils visible within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral occlusion. Lot number: b40022 manufacture date: 2013-06 expiration date: 2016-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and anaemia ("anemia"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy and bilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and anaemia outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, anaemia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: date of birth, start and stop date of essure, events dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia and migration added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.